Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received failed battery test alarm. Customer's blood glucose level was 98 mg/dl. The customer also reported that the insulin pump had received critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm. Customer stated that was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Customer troubleshoot was performed. Customer was advised to perform a self test and the test was passed. Insulin pump will not be returned for analysis.